Event description:
It was reported, that the device gave an error, downstream occlusion. It is unknown, if there is patient involvement.

Manufacturer narrative:
B3: unknown. No information has been provided to date. One device received, for investigation. Reported problem could not be duplicated. It was found, fluid ingression spot found on the backside of the lcd display. The main board, lcd display and downstream (dso) sensor was replaced. Service history review identified, the complaint was not related to a previous service of the device within the review period.